Event description:
It was reported that the device reached elective replacement indicator under five years due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impedance resulted in eri. Battery voltage - battery depletion indicated/eri. Eri caused by high battery impedance noted on (B)(4) 2011 prior to explant. Ramware version 8 installed on (B)(4) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data was collected from the device and analyzed. Impedance - high resistance/impedance. High battery impedance resulted in eri. Battery voltage - battery depletion indicated/eri. Eri caused by high battery impedance noted on (B)(6) 2011 prior to explant. Ramware version 8 installed on (B)(6) 2010.